Manufacturer narrative:
Date of initial report: 04/23/2009. The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The report stated that while sealing on the mesentery during a pancreatectomy, oozing under 250cc occurred although an end tone, indicating a completed seal, was heard. The surgeon tied off the vessel. Another device was used to complete the procedure without incident. There was no pt injury.